Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to repeat test results. The patient was admitted to the emergency room and retested for troponin and the result was negative. The customer reran the original sample and aliquot sample on the advia centaur cp and the advia centaur classic and the repeat results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra cp result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant result. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.